Manufacturer narrative:
Medical products - articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog# 42512400812 lot# 62783622, tibia cemented 5 degree stemmed left size e catalog# 42532007101 lot# 62852405. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to pain approximately two (2) years post implantation. The patient started having pain when he bumped his knee playing golf suffering a small anterior abrasion and a lateral patella fracture. It was noted that there is internal rotation of the femoral component adding stress to the patella.

Manufacturer narrative:
Reported event was confirmed through review of medical records. The photos showed femoral component, tibial component and articular surface. A photo of the femoral and tibial component shows that bone cement is still attached to it. All the parts, femur, tibia and articular surface, are still covered with blood and bloody tissue, which prevent further evaluation of these components. The x-ray review suggests that there is no rotation of the femoral component. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. It is reported that patient accidentally bumped his knee while playing golf which led to abrasion on the anterior surface. Due to which, he suffered from pain and swelling. Also, office visit report dated (B)(6) 2016 (22 months post-surgery) refers to the accident and lateral patella fracture likely a stress fracture resulting from the internally rotated femoral component. Therefore, the root cause of this event is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.